Manufacturer narrative:
(B)(4). This report is re-submitted due to an FDA request to submit a report with the corrected MDR number. The correct MDR number is 3011137372-2016-00207. This is not a late report. A review of the specific gbc250 product DHR cannot be performed without knowing the lot number. The device was not returned for analysis. Therefore, the root cause is undetermined. However, the manufacturer will continue to monitor and trend similar complaints.

Event description:
The surgeon was performing a laparoscopic cholecystectomy when the tip of the alligator grasper broke off into the patient's abdomen. The surgeon was able to retrieve the broken alligator grasper tip before closing the patient defect. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The initial MDR with number 3010041511-2016-00008 was submitted on 6/21/2016. It was submitted under the incorrect MDR number. The correct MDR number is 3011137372-2016-00207.